Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Received two (2) photo samples. Both photo samples showcases an overview a 3-way temp sensing catheter with cut portion of inlet tubing. Received a used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe (without original packaging). Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and and the catheter rested with no leaks noted. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, upon infusing sterile water into the foley catheter and attempting to remove the water with the syringe, the water did not drain. The representative suspected that there could be negative pressure applied while draining the water with the syringe, so they wanted to verify it with the actual product and include warning in the document.

Event description:
It was reported that during a pretest, upon infusing sterile water into the foley catheter and attempting to remove the water with the syringe, the water did not drain. The representative suspected that there could be negative pressure applied while draining the water with the syringe, so they wanted to verify it with the actual product and include warning in the document.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.